Manufacturer narrative:
G4: 18may2020. B4: 28may2020. The bench repair center confirmed in the diagnostic report that the ventilator generated an error relevant to an alarm light emitting diode (led) failure. The field service engineer replaced the power switch overlay to resolve the issue. The unit passed all verification testing and it has returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:24nov2020. B4:29nov2020. The power switch overlay was returned to manufacturer to failure investigation (fi) for analysis. This power light emitting diode (led) switch panel failure was isolated to the damaged power led trace. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
The field service representative reported alarm led failed. There was no patient involvement.